Event description:
It was reported that the temperature measurement was inaccurate during set up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to temperature inaccuracies. The monitor was cleaned and decontaminated. The arterial blood pressure monitor sensor head assembly was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of the product complaints.